Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The event investigation is currently underway.

Event description:
It was reported that the procedure included treatment of a total occlusion in the right sfa. The vessel was moderately tortuous and presented significant calcification. The lesion was pre-dilated from a 100% to 50% residual stenosis. The physician advanced the delivery system to the distal sfa and allegedly encountered some difficulty unsheathing the stent due to the morphology of the lesion; however, the stent was successfully deployed. Following deployment of the stent, the physician was retracting the delivery system and the tip of the device detached from the system. Reportedly, the tip of the system got caught in an area of calcification of the vessel. The physician attempted to retrieve the tip using multiple snared and wires, but the tip could not be removed. The pt was transferred to have the tip removed surgically.